Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) performed preventive maintenance on the ventilator system, including exchange of the nozzle units and found them failing during pre-use check. The nozzle units from the o2 gas module and the air gas module were replaced and returned for investigation. The nozzle units are part of the o2 gas module and the air gas module that regulates the inspiratory oxygen and air gas flow to the patient. The reported failure during pre-use check was not reproduced during test of the returned nozzle units from the o2 gas module and the air gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. Evaluation of the received device logs shows that the matching event is on october 17 10:47. Based on the device log evaluation our conclusion is that the problem was related to the nozzle units. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).